Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the "aiming beam was firing straight out of the fiber @ 176,850 joules of use". The procedure was continued using a second fiber. It was reported that the second fiber which also completed the case also had an issue; the "aiming beam was firing straight out of the fiber @ 80,157 joules of use". Patient outcome: "no injury to the patient" this report is for the second fiber.

Manufacturer narrative:
Product analysis does not support the reported issue of forward firing product evaluation: failure analysis for fiber (B)(4): the metal cap exhibits moderate detritus adhesion; the fiber beveled edge at the output window is off center; the metal cap is not loose from the glass cap and the glass cap cannot rotate freely; the metal cap is loose within the outer flow tube and there is misalignment of the metal cap output window with the red stop sign; the fiber was tested with hene laser fixture, the aim beam is visible at the output and not forward firing at the distal end. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Manufacturer narrative:
(B)(4).